Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. A programming change was made. No patient symptoms were detected.